Manufacturer narrative:
Additional narrative: investigation coordinated by synthes europe. Report received indicates the review of the manufacturing documents has shown that the trial implant was manufactured in october 2011 according to the specifications. The hardness parameters were checked and revealed that the measured hardness is slightly below the specifications. The exact cause of failure could not be determined. The reported failure method could neither be reproduced with handling tests nor mechanical tests. An internal corrective action has been opened to address the root cause of the issue.

Event description:
A hospital in (B)(6) reports the little ball at the coupling part of the trial implant broke off during removal. The broken part was retrieved.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.